Event description:
It was reported that blood leakage was observed from the thermistor. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed dry blood evident inside the thermistor connector and the thermistor lumen. Two different slits were found on catheter body. The first slit, about 0.05 inches long, was found at proximal end of the thermal filament. The second slit, about .11 inches long, was noted at the distal end of the thermal filament. Both slits entered the thermistor lumen. It was apparent that blood leaked into thermistor lumen through the slit and traveled up to thermistor connector.